Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, pairing failed between the g5 transmitter and the g5 application. A new sensor was inserted and the two paired. No additional event or patient information is available.